Event description:
It was reported that, the surgeon was impacting box chisel when the guide broke.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.